Event description:
Patient with bivona 5.0 cuffed trach on aprv (airway pressure release ventilation) ventilator mode. Respiratory therapist administering aerosols. Patient desaturated to 70%, placed on 100% fi02, still unable to get saturations up. Noted audible air leak from tracheostomy, sats remain 70%. Checked amount of water in trach cuff - only 2 cc remaining. Filled trach cuff with total 3.5cc water. Air leak not audible and saturations up to 90%. Within minutes noted water to be leaking from luer lock area where syringe attaches to inflate cuff. Sats decreasing again. Replaced bivona 5.0 cuffed trach and placed 3.5cc water in cuff. No air leak audible, sats up to 99%, color pink.